Event description:
The pump was returned for investigation. Investigation revealed that the display was faded. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/16/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/16/2013 with the following findings: during testing, the display was found to be dim. Unrelated to the complaint, a review of the pump history recorded a loss of prime with a low non-zero force. The pump performed rewind, load, and prime steps with no loss of prime occurring. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime occurring. The force sensor calibration was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).